Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient alleged that several programmed settings in the pump changed without user intervention. He reported that on four or five occasions over a two week period, the basal rate settings, the insulin:carbohydrate ratios, and the blood glucose targets changed. In each instance he noticed the incorrect programming prior to use and changed the settings back to the original and correct settings. The patient noted that during a battery change the time and date reverted to the default setting. He reported that he corrected the time and date prior to confirmation of the verification screen and before proceeding to the rewind, load, and prime sequence that is required after the battery change. This complaint is being reported because of an allegation that specific pump settings became incorrect during use of the insulin pump without button presses.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use noted in the pump history. The pump histories confirmed that the settings were appropriate to the patient's personal settings. Using the patient's settings, an ezcarb and an ezbg bolus were performed and the pump correctly calculated the appropriate bolus amount in each instance. The pump was exercised for 24 hours with no alarms and no settings changes. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.